Event description:
A discordant falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm system. The result was not reported to the physician(s). The same patient sample was reprocessed on an alternate, non-siemens system and a lower result was obtained and reported. There are no known reports of patient intervention or of adverse health consequences to the falsely elevated sodium result.

Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated sodium (na) patient sample results obtained on a dimension exl with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (14-apr-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges. Repeat of the same sample yielded expected result. The cause of the event is unknown. A potential product issue was not identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00014 was filed on 13-jan-2023.